Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a fall about 2 months ago and the implant hurts when the patient touched it. It was also reported that the patient¿s implant was bothering him and was not staying charged long enough. It was noted that the patient had new programming done a month ago. No further complications were reported.